Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4745 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: as per pif desires removal. Follow-up ((B)(6) 2023) discrepancy in insertion date: now informed as (B)(6) 2009. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the following amendment was made: after internal review, the final report was ticked again. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no: 629145) for female sterilisation. The patient had a medical history of pap smear abnormal, parity 3, multi gravida, overweight, klippel-trenaunay-weber syndrome, surgery (dilatation and curettage on (B)(6) 2017). Hysteroscopy endometrial ablation on (B)(6) 2017). Dummy procedure code to soarian on (B)(6) 2016). Essure coil placement on (B)(6) 2009). Leep of cervix on (B)(6) 2009). C section on (B)(6) 2009). C section on (B)(6) 2007). Leep of cervix (2004). C section on (B)(6) 2003), thrombosis venous deep, endometrial ablation, menorrhagia, chronic pain and abnormal uterine bleeding. Previously administered products included: azithromycin and augmentin [amoxicillin sodium;clavulanate potassium]. Past adverse reactions to the above products included: intestinal inflammation with azithromycin and skin sensitivity with augmentin [amoxicillin sodium; clavulanate potassium]. The patient had a family history of copd, diabetes mellitus, aneurysm cerebral, ovarian cancer and migraine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4755 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uteruslaparoscopic total hysterectomy robot assisted cystoscopy bilateralsalpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: as per pif desires removal. Follow-up (02/may/2023). Discrepancy in insertion date: now informed as on (B)(6) 2009. Discrepancy noted insertion date of drug updated to on (B)(6) 2009. Discrepancy noted removal date of drug updated to on (B)(6) 2022 from on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.571 kg/sqm. [Pathology test] on (B)(6) 2022: surgical pathology report. Source of tissue: uterus & cervix, bilateral tubes. Clinical information: abnormal uterine bleeding, chronic pelvic pain. Diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomies: cervix - scattered mild chronic inflammation. Endometrium - changes consistent with a previous procedure. Myometrium - no diagnostic abnormality. Bilateral uterine cornu - essure coils are present. Bilateral fallopian tubes - no diagnostic abnormality. Gross description: present in both the right and left cornu of the uterus are two 1.5 cm in length x 0.1 cm in diameter cylindrical portions of tightly coiled silver metallic wire grossly consistent with an essure coil. Present freely within the container are two detached fallopian tubes. The first detached fallopian tube is 4 x 0.5 cm with a pink-tan smooth outer surface and an intact unremarkable fimbriated end. Serial sectioning of the fallopian tube reveals a pinpoint lumen devoid of contents. Residual essure coil is not identified. The second detached fallopian tube is 2.5 x 0.6 cm with a dusky pink-purple smooth outer surface and an intact unremarkable fimbriated end. Serial sectioning of [ultrasound scan vagina] on (B)(6) 2022: orders: us transvaginal (non-ob). U/s: bilateral essure coils visualized on ultrasound. Uterus 8.2 x 3.7 x 4.7 cm, volume 76.9 cubic cm, left ovarian cyst measuring approximately 1.8 cm and simple sexual in appearance. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4745 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: as per pif desires removal. Follow-up ((B)(6) 2023) discrepancy in insertion date: now informed as (B)(6) 2009. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: adverse event "injury to herself" updated to "medical device removal" with essure removal information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4745 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: as per pif desires removal. Follow-up ((B)(6) 20023) discrepancy in insertion date: now informed as (B)(6) 2009. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 629145) for female sterilisation. The patient had a medical history of pap smear abnormal, parity 3, multi gravida, overweight, klippel-trenaunay-weber syndrome, surgery (dilatation and curettage ((B)(6) 2017) hysteroscopy endometrial ablation ((B)(6) 2017) dummy procedure code to soarian ((B)(6) 2016) essure coil placement ((B)(6) 2009) leep of cervix ((B)(6) 2009) c section ((B)(6) 2009) c section ((B)(6) 2007) leep of cervix (2004) c section ((B)(6) 2003)), thrombosis venous deep, endometrial ablation, menorrhagia, chronic pain and abnormal uterine bleeding. Previously administered products included: azithromycin and augmentin [amoxicillin sodium;clavulanate potassium]. Past adverse reactions to the above products included: intestinal inflammation with azithromycin and skin sensitivity with augmentin [amoxicillin sodium;clavulanate potassium]. The patient had a family history of copd, diabetes mellitus, aneurysm cerebral, ovarian cancer and migraine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4755 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uteruslaparoscopic total hysterectomy robotassisted cystoscopy bilateralsalpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: as per pif desires removal. Follow-up ((B)(6) 2023) discrepancy in insertion date: now informed as (B)(6) 2009 discrepancy noted insertion date of drug updated to (B)(6) 2009 from (B)(6) 2009 discrepancy noted removal date of drug updated to (B)(6) 2022 from (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.571 kg/sqm. [Pathology test] on (B)(6) 2022: surgical pathology report. Source of tissue: uterus & cervix, bilateral tubes. Clinical information: abnormal uterine bleeding, chronic pelvic pain. Diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomies: cervix - scattered mild chronic inflammation. Endometrium - changes consistent with a previous procedure. Myometrium - no diagnostic abnormality. Bilateral uterine cornu - essure coils are present. Bilateral fallopian tubes - no diagnostic abnormality. Gross description: present in both the right and left cornu of the uterus are two 1.5 cm in length x 0.1 cm in diameter cylindrical portions of tightly coiled silver metallic wire grossly consistent with an essure coil. Present freely within the container are two detached fallopian tubes. The first detached fallopian tube is 4 x 0.5 cm with a pink-tan smooth outer surface and an intact unremarkable fimbriated end. Serial sectioning of the fallopian tube reveals a pinpoint lumen devoid of contents. Residual essure coil is not identified. The second detached fallopian tube is 2.5 x 0.6 cm with a dusky pink-purple smooth outer surface and an intact unremarkable fimbriated end. Serial sectioning of [ultrasound scan vagina] on (B)(6) 2022: orders: us transvaginal (non-ob) u/s: bilateral essure coils visualized on ultrasound. Uterus 8.2 x 3.7 x 4.7 cm, volume 76.9 cubic cm, left ovarian cyst measuring approximately 1.8 cm and simple sexual in appearance. Lot number:629145,manufacture date: 2009-01,expiration date:2012-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.